Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/7/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one needle and suture that pertain to product code sxpp1b433. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * can you identify the lot numbers of the products that were used? >the packaging may be in the return box but otherwise I do not have. * what was done to retrieve the broken piece? For example, another incision, second surgery? >the surgeon could see the needle in the abdominal cavity, handed it off to the techs grasper and the tech removed it though the trocar. No additional incisions needed to be made. * was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? >nothing additional needed to be done to retrieve the needle. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). >sales rep was in the case. * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. >return product was mailed 3/29/24. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a robotic uterine myomectomy on an unknown date in 2024 and barbed suture was used. The physician's assistant put the suture through a size 8 robot trocar and the needle fell off the suture. It was hard to tell if it fell off in the trocar during insertion and then fell into the body cavity or if it fell off after the suture was in the trocar. Surgeon was able to find the needle and removed it. Surgeon used a new suture to finish the case. There was no patient harm. Additional information was requested.